Event description:
The medical center in (B)(6) placed an impella cp to support a patient suffering from an acute myocardial infarction. The plan was to allow the impella to provide hemodynamic support during a coronary angioplasty procedure. The team observed a vascular damage to the ascending aorta after the insertion of the impella. The team performed a pericardiocentesis to remove the fluid and administered blood product replacement. The impella remained on for support for over 35 hours and was then removed.

Manufacturer narrative:
The medical team in japan discarded the impella pump after explant. No imaging or other clinical details have been shared. At this time the investigation is ongoing. Should more information be shared that leads to a root cause of the vessel damage, a final report will be filed.